Event description:
A baxter service technician reported finding a colleague infusion pump with an inoperable stop key on the pumphead module keypad. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. This device is a colleague 2006 pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
During product evaluation, a baxter service technician reported finding an inoperable stop key on the pumphead module keypad. This condition was caused by a defective pumphead module keypad. The pumphead module keypad was replaced to correct this condition. This issue is currently being investigated under CAPA.